Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed critical ram parity error logged on (B)(6) 2012 power-on-reset (por) severity is considered low as device should be able to recover fully after reset. (B)(4).

Event description:
It was reported that the remote transmission showed an electrical reset had occurred. It was noted the rest was due to a ram parityerror and the device recovered normally. The device remains in use. No patient complications have been reported as a result of thisevent.